Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a piggyback iol is to be placed. The reason for the piggy back lens was not provided.